Event description:
A caller reported experiencing cgm error 42 with their sensor. Blood glucose levels were recorded at a specific value within normal range. The customer received guidance from technical support for performing a pump reset, resulting in successful resolution of the error. The caller was able to start their sensor session properly, indicating that the issue had been effectively addressed.